Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by stating the vibration was due to customer setup and there was no issue with the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the vessel sealer made a jerking movement when they engaged the vessel sealer while in use. Tse viewed system logs and saw a 22020 engagement error on arm 4 with the vessel sealer. Tse recommended to reseat the instrument and sterile adapter on arm 4 and to try another vessel sealer. The customer stated they reseated the sterile adapter and tried a new vessel sealer, however the issue remained. Tse explained that there is some movement from the vessel sealer during activation due to the mechanical engagement of the components upon implementation of the seal and cut cycle however the customer stated that's not what the issue seemed to be. The tse recommended trying the vessel sealer on another arm if possible. The customer proceeded with the case. The procedure was completed as planned with no reported injury.